Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen to reprogram the stimulator and one of the electrodes was found to have high impedances (22000). The patient was programmed on the electrode. Reference electrode was changed and found the high impedance was consistent no matter the reference electrode. They were able to program around the electrode and get coverage of the painful areas. The cause is not know and the rep acknowledges that they will submit any new information that they become aware of.